Manufacturer narrative:
H3: product analysis: evaluation of the device determined difficult to insert the burr due to detached bearings. The likely cause of failure could not be determined. It was also noted that the bearings are worn, the laser markings are fading, the color ring is discolored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, attachment cannot lock the cutter tool. It was reported that there was no patient involvement.